Manufacturer narrative:
Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that the disconnected their lead so they were going to see their healthcare provider (hcp). No patient symptoms were reported. No complications were reported or anticipated.